Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the cutter would not close after the device was cleaned. Evaluation summary: the turbohawk device was received for evaluation without any ancillary devices or cine images from the procedure. The cutter head assembly was located in the housing window with the blade approximately mid-window. The hinge of the distal tip assembly did not exhibit any spring-tensioning suggesting that the driveshaft was not intact in the hinge region. The cutter blade exhibited a significant chip in the leading edge. The plunger component was immediately distal to the cutter blade. The handle assembly's thumbswitch would not track back or forth. Consequently the cutter head assembly would not move in either direction. The handle was disassembled and the driveshaft was extracted from the torque shaft. The shaft exhibited a fracture with a formed fracture face. The distal tip assembly was disassembled at the hinge to allow visual access to the fracture site. The driveshaft fracture was located within the cutter head assembly's proximal cavity. Manipulation of the cutter head assembly revealed a tissue fragment under the cutter blade